Event description:
It was reported the customer had a button error alarm. The customer also stated their buttons were not working properly while attempting a bolus delivery. Customer also stated the button error alarm could not be cleared. The customer's blood glucose was 130 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with corroded battery tube, minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners, reservoir tube lip and missing end cap sticker.